Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01897. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the abdominal aortic artery using ruby coils. During the procedure, the physician deployed and detached initial ruby coils into the target vessel using a lantern delivery microcatheter (lantern). While attempting to advance two new ruby coils through their introducer sheaths and into the lantern, the physician experienced resistance and was unable to advance the coils pass the same point in the introducer sheaths. The ruby coils entered the hub of the lantern but there was about twenty centimeters left on the back end. Therefore, the ruby coils were removed and the procedure was completed using new ruby coils and the same lantern. There was no report an adverse effect to the patient.